Event description:
It was reported that the patient's implantable neurostimulator (ins) wasn't sitting "quite right" in the pocket. In the past month, one of the patient's leads had come loose and it was poking against her skin. The reporter indicated that the patient had lost 20 pounds and was already a 'thin' person. The patient wanted the device removed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).